Manufacturer narrative:
Date of event was reported as 2003. See manufacturer¿s report # 6000032-2016-00043 for the patient¿s other issue.

Event description:
Information received from the patient reported that the battery on their first implantable neurostimulator (ins) "died" quickly. The indication for use for the implanted device was noted as post laminectomy pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Event description:
Additional information reported that the ins was replaced as a result of the battery "died" quickly issue. Also, the patient stated that they had 5 fractured vertebrae and 11 back surgeries (including the device implant procedures). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.